Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-04182, 04183. It was reported the pt was not receiving effective stimulation; the pt was unable to increase the stimulation amplitude to perception. Initially reprogramming was able to provide some stimulation, but the lead had high impedances. The physician opted to explant and replace the lead. During the procedure, it was determined the two existing extensions were exhibiting invalid impedance issues. The physician also explanted and replaced both extensions. The system was tested intraoperatively and was functioning well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.